Event description:
It was reported that on (B)(6) 2011, during an advance sling implant procedure, the left plastic sheath could not be removed from the mesh arm because it would not separate. The area between the sheath and mesh arm was irrigated to assist with removal, however, it was unsuccessful. "The outer sheath simply stretched." The contra-lateral sheath easily removed from the mesh arm. A "rigid instrument" was passed to free up the outer sheath, which was unsuccessful. The mesh arm was palpated to determine if there was a twist in the mesh arm, it was felt to be flat. Approx 4 cm was removed leaving a portion of the outer sleeve within the pt. The procedure was completed. The pt was reported to be doing well with no adverse outcome to-date.

Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a f/u report will be sent.